Event description:
Alert for low right ventricular (rv) lead pacing impedance on (B)(6) 2022. High/undefined superior vena cava (svc) coil impedance alert on (B)(6) 2017. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).